Event description:
The facility representative reported a pump that shuts off by itself without warning. This event occurred at an unk time. No pt injury or medical intervention was reported no additional info is available.

Manufacturer narrative:
The device has been received in baxter, but an evaluation has not yet been completed. A follow-up report will be submitted when the evaluation has been completed.